Event description:
Information was received indicating that a smiths cadd-legacy® plus pump alerted that it's empty even though there was medication remaining. It was reported that the patient developed mouth sores.